Event description:
A theater mgr reported receiving a letter from a pt who stated while undergoing a cataract extraction and anterior vitrectomy procedure, he heard the surgeon talking about the settings on the system and that it was not "sucking" properly. The pt reported having to later be referred to another facility for a posterior vitrectomy procedure. During a site visit from a company rep, the surgeon indicated the cutter was blocked during the surgery. However, the case could be completed using the same cutter. An intraocular lens (iol) was implanted in the sulcus. The surgeon reported there was nothing wrong with the system. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).